Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted 2 unknown interlocking screws on an unknown date. As the screws were too short, the patient was revised on an unknown date (x-ray post surgery did not show any loose metal parts). While removing the screws, it was detected that the thread broke off. As planned the screws were replaced by longer screws.

Manufacturer narrative:
Investigation results have been made available. Updates: pt, device, and MFR info. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Compatibility check: the compatibility of the screws with sirus tibial nail was checked with the surgical technique and showed that the product combination was approved by zimmer (B)(4). Review of event description: it was noticed that the two interlocking screws were too short. Therefore a revision surgery was performed. During revision, a metallic filament coming from the screw thread detached and was removed from patient. Surgery was completed with the longer screw as planned. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis, visual examination: two screw were returned for evaluation. The lot number can be read from the screw head. The screws are 40mm long (lot: 14.966500) and 36mm long (lot:13.322937). Approximately half of the screw thread of the 40 mm screw is missing (lot: 14.966500). The other screw does not show relevant damages. Root cause determination using to dfmea: hex stripping during insertion resulting in damaged screws. Connection bold, thread stripping during use of targeting device with the nail due to inadequate interface implant/ instrument => not possible: an adverse trend due to inadequate interface would have been detected in complaint summary. Implant removing issues due to growing in of bone => possible: no x-rays, nor surgical report provided, therefore it is unknown if bone ingrowth contributed to the reported event. Conclusion summary: most probably the thread was damaged due to the contact with the nail during revision surgery. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has now been reported that the explanted screws are locking screw, self-tapping, 4.9 mm, 40 mm and 36 mm. Only the 40 mm screw showed damages. The other screw (ref#: (B)(4), lot#: 13.822937) did not show relevant damages.